Event description:
The customer reported to olympus that the evis exera iii bronchovideoscope was attempted to be reprocessed on the oer-pro endoscope reprocessor, but the maj-1513/connecting tube would not stay connected to the scope. In speaking with olympus technical assistance support (tac) via phone, the customer noted that when the reprocessing sequence was completed, the connector had come off the scope. The connecting tube could not be connected to the channel connector in the reprocessing basin. The customer only had one bf-p190 scope and one maj-1513 connecting tube. The product will not be returned. There were no reports of patient harm. Related patient identifier: (B)(6).

Manufacturer narrative:
The subject device referenced in this report was not returned for evaluation, therefore the device evaluation could not be completed at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.